Manufacturer narrative:
(B)(4) is no longer applicable for this event.

Event description:
Additional information: it was reported that the patient experienced withdrawal symptoms after the repeated motor stalls which occurred at the time of the external bone stimulator placement. Corrected information: the following information should have been included with the initial MDR: on (B)(6) 2016 a surgeon implanted a bone growth stimulator and now ((B)(6) 2016) the surgeon was saying that the "pump is not working". No details were provided with regards to why the surgeon thought the pump wasn't working. The surgeon was not familiar with the pump. No patient symptoms were reported. The pump logs from (B)(6) 2016 showed no issues. Additional information was received from another hcp which indicated that patient had a bone growth stimulator and it was later determined that it was interfering with the pump when he tried to use his ptm (personal therapy manager).

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8835, serial# (B)(4), product type: programmer, patient. Analysis of the pump identified corrosion/wear/lubrication on the pump motor gear train. Analysis also found that there was a pump motor stall due to shaft-bearing. Eval code-result was updated. Eval code-conclusion will be updated and a supplemental report will be submitted.

Event description:
Additional information received from the consumer reported the pump had ¿went bad.¿ the patient stated the hcp didn¿t measure correctly when ¿implanting the stim,¿ so the pump stopped working.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer for anlaysis.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8835, serial# (B)(4), product type: programmer, patient. Eval code-conclusion updated. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer and a healthcare provider (hcp) by manufacturer's representatives (rep) regarding a patient who was receiving 25 mg/ml infumorph at 18 mg/day via an implantable pump for failed back syndrome and non-malignant pain. On (B)(6) 2016, it was reported that the patient's pump was alarming and the motor had stalled. As a result, the pump system was explanted and replaced on (B)(6) 2016. It was later reported by the hcp via the rep that the patient's external bone stimulator was causing random repeated motor stalls with delayed recovery, leading to the pump explant and replacement on (B)(6) 2016. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.